Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that the customer had experienced high blood glucose level was over 600 mg/dl and was hospitalized on (B)(6) 2017 and had diabeticketoacidosis. The customer had been vomiting for about 8 hours his blood glucose had gone high customer had went in to diabeticketoacidosis and was admitted into the hospital. The customer had symptoms such as diabeticketoacidosis and vomiting. The customer was treated in hospital. The customer was wearing the insulin pump prior less than 48 hours during the hospitalization. The insulin pump will not be returned for analysis.